Manufacturer narrative:
Awaiting device return from hospital. We understand that the device will be released to us after hospital evaluation.

Event description:
Product (blanket device) used in a dental procedure. As described by the hospital: team smelled something burning - reviewed the area and determined that the hot dog warming blanket was smoking. Both the controller and the warming blanket were removed and sequestered and sent to the biomed. No patient harm. The warming blanket in question had a tag that indicated that the expiration date was 03.2017 (this is believed to be a hospital identification). Or leadership requested a review of existing inventory and replacement of expired and soon to be expired product. Or leadership also requested a list be compiled indicating when future inventory will expire so proactive measures can be taken to have expired product replaced in a timely manner.